Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "20 years ago". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, unknown side deflation. Device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence deflation is being unreported. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Previous medwatch submission noted deflation. Healthcare professional reported that device was found intact upon explant.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.